Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the user issue was not confirmed. The olympus lamp life meter was reading over 500 hours, lamp life was expired and its light intensity reading was 300 lux which was out of specification (standard 450 or higher reading from osb-2 light source brightness checker). Corrosion/white residues were noted inside the air pump tubing. Moisture stains on the top part of rear cover, and minor white stain inside the bottom shutter of the front socket were noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source when using the attached scope, the picture on the monitor would flicker and become unstable for viewing. Multiple scopes were used with the same results. The issue was found during a diagnostic procedure. The procedure was delayed 10 minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to traces of water droplets were found on the electrical contacts in the scope socket, suggesting that temporary contact failure due to water may have been a contributing factor. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) section which state: [4.4 connection of an endoscope] before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.